Manufacturer narrative:
The device was not returned for evaluation, however a film was supplied for review. The film shows a plate with 5 screws and the lag screw is broken in the middle of the shaft.

Event description:
The screw broke post - op. Surgery was performed (B)(6) 2018. Physician said patient was doing well until a post - op visit in early (B)(6) 2019 complaining of pain. X-ray shows the cross screw is broken.